Manufacturer narrative:
(B)(4). Covidien inspected the ventilator and the software was updated to the current software level. The ventilator passed extended self-test, all calibrations and electrical safety checks.

Event description:
It was reported that during patient use, the ventilator became inoperative. The patient was removed and placed on another ventilator. There was no report of serious injury or death associated with this event.